Event description:
It was reported that pump battery would not charge and pump displayed a power source alert, and caller later observed damage to charging cable. There was no adverse impact to the customer's blood glucose level. Customer tried different wall adapters and cables, issue was resolved by using a different charging cable, pump began charging, and technical support advised against ongoing use of non-tandem charging supplies and arranged replacement charging supplies, with no further assistance required.